Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.